Manufacturer narrative:
(B)(4)

Event description:
It was reported telemetry confirmed a critical alarm occurred due to a motor stall and the stall was constant. On the afternoon of this report the patient heard the pump alarming and then developed withdrawal symptoms, sweating, itching, shakiness, and severe pain. The patient was currently in the emergency room (ER). The logs were interrogated and showed a motor stall occurred (B)(6) 2015 at 1240 and there was no motor stall recovery. It was noted there was no electromagnetic interference or MRI. It was further reported the infusion rate of the pump was decreased by the home health nurse to a minimum rate infusion mode on (B)(6) 2015 at 2155 as the patient was started on intravenous (IV) fentanyl 75 mcg every 30 minutes as needed . There was a concern if the pump restarted a potential overdose situation could occur. On (B)(6) 2015 the fentanyl was decreased to 50 mcg IV every hour as needed. On (B)(6) 2015 at 1500 the IV fentanyl was discontinued and the patient was started on a patient controlled analgesia (pca) with fentanyl. The patient was currently rating the pain 7/10 and the patient¿s typical pain score prior to this event was 5-7/10. The logs were reviewed again on (B)(6) 2015 per request by the managing clinician at the patient¿s bedside and there was still no recovery and there was not more than one motor stall documented in the event logs. However, additional information indicated there was more than one motor stall noted in the event logs and it was unknown if the stalls and recoveries occurred in a short duration. The pump had been stalled greater than 24 hours and there was never a tube set message after the stall as of (B)(6) 2015. The cause of the stall was not determined. The patient was currently awaiting surgery for replacement as of (B)(6) 2015. Interrogation on (B)(6) 2015 prior to pump explant indicated a motor stall occurred on (B)(6) 2015 at 1242 and tube set occurred at 1242 on (B)(6) 2015. There was discussion after pump replacement to restart the infusion rate at half the daily dose prior to the motor stall event. The patient would remain in the hospital for increased titration as necessary to be done by the home health nurse. The patient was discharged from the hospital on (B)(6) 2015 and arrived home at 1400. The patient was ¿feeling better than I have since monday afternoon (2015-05-11) but I'm not back to w here I was prior to going through withdrawal". It was also noted the patient recovered. The home health nurse received orders from the managing pain anesthesiologist to titrate the pump infusion rate as needed within given parameters. The pump was being used to deliver fentanyl and prialt. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.